Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis for reports of this type has not identified an increase in trend. Please reference medwatch report 1220908-2016-00449 for similar claim.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with a blank display. Complainant indicated that there was no patient involvement in the reported malfunction.